Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 07/19/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens was cut in two pieces, most probably to make the removal possible. Loose particles were observed on the lens surface that could be related to the handling of the product in a non-sterile environment. However due to the conditions of the lens returned, the customer's reported complaint for debris on the lens could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of an intraocular lens (iol) into the patient's eye, debris was observed on the lens. Additional information was received and it was learned that the lens was fully inserted and removed. The incision was not enlarged, vitrectomy was not performed, suture was not used and no patient injury was reported. The procedure was completed successfully using a backup lens with same model and diopter size. No further information was provided.